Manufacturer narrative:
Patient information added. Excluding patient age not available from the site. B5) event description corrected to issue occurring in a procedure. Initial reporter corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the right tactile probe was inaccurate with the system even though it did verify. There was less than an hour delay in the procedure. No impact on patient outcome. Update from manufacturer representative they stated that the cause of the issue was relating to the probe needing to be registered or reregistered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the procedure was a spinal fusion.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the right tactile probe was inaccurate with the system even though it did verify. No patient was present at the time of the event.